Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that primene filter cracked and leaking.

Manufacturer narrative:
The customer reported issue with the filter, and returned one sample of material 10010454, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused by gravity, which did not work as the filter was occluded. Then, the set was infused at a higher rate (400 ml/hr), and the occlusion was broken, and then the filter was leaking from the air vent on the proximal side of the filter. The filter was flushed with water, and all the reported primene medication was flushed out. The filter was left to dry for 48 hours after the water flush, and then infused again. After the filter only had water in it, there was no leakage. The root cause is potentially related to the end user drugs/solutions used within the filter. Low surface tension fluids can cause issues with the filters. A device history record review could not be performed on material 10010454 because the lot number is unknown.